Event description:
The complaint was reported as: while a ventilator was in use, there was a 200ml exhaled volume deficit. All connections were checked for leak as well as the cuff at the pt's end. The ventilator circuit was changed and the exhaled volume issue was corrected. No pt injury reported. Pt condition reported as fine.

Manufacturer narrative:
The device sample was not returned for eval.